Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error noted during testing. However, power error noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for power error detected. Customer¿s blood glucose was 6.7mmol/l at time of incident. Customer was advised to monitor the pump and call back if needed. Insulin pump is not expected to be returned for analysis.